Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure") in a (B)(6)-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. The patient was treated with surgery (underwent right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another three episodes of pregnancy in (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017 which captured under cases (B)(6) respectively. Insertion date provided as 2011 as per pfs and (B)(6) 2010 as per mr, removal date provided as (B)(6) 2017 (as per pfs) unilateral salpingectomy and (B)(6) 2018 (as per mr): total laparoscopic hysterectomy b/l salpingectomy, cystoscopy. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure") in a 34-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. The patient was treated with surgery (underwent right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another three episodes of pregnancy in (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017 which captured under cases (B)(4), respectively. Insertion date provided as 2011 as per pfs and (B)(6) 2010-as per mr, removal date provided as (B)(6) 2017 (as per pfs)unilateral salpingectomy and (B)(6) 2018-(as per mr) : total laparoscopic hysterectomy b/l salpingectomy, cystoscopy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in a 34-year-old female patient who had essure (batch no. 754207) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. The patient was treated with surgery (underwent right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another three episodes of pregnancy in apr-2013, dec-2015 and feb-2017 which captured under cases 2019-021856, 2019-021855 and 2018-086702 respectively. Insertion date provided as 2011 as per pfs and 23sep2010-as per mr, removal date provided as (B)(6) 2017 (as per pfs)unilateral salpingectomy and (B)(6) 2018 (as per mr) : total laparoscopic hysterectomy b/l salpingectomy, cystoscopy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.